Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 08:01:56. During night drain cycle two, the patient's ultrafiltration reading was 3456ml, indicating the home patient drained 3456ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.